Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2020 additional information: d10, h6 additional h3 investigation summary: three empty open overwraps, four empty open foils and two suture pieces of product code 813, lot an0948 were received for analysis. During visual inspection of the sample, body fluids and the suture was cut in two section could be observed. The insertion end was observed in a suture piece. However, the needle was not returned for evaluation and the force used to detach the suture from needle could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that the needle detached from the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number an0948, and no non conformances / manufacturing irregularities were identified. Summary: pictures were provided for analysis. Upon visual inspection of the pictures, a bag with a suture and overwrap packets of product code 813t, lot an0948 could be observed in three pictures; however the needle could not be observed to determined if the needle was separate from the suture. However, no conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that the patient underwent a wound closure on (B)(6) 2020 and the suture was used. During the procedure, when the first closure stitch is made, the needle detached from the suture. Another like suture was used to complete procedure successfully. There were no patient consequences reported.